Event description:
In early 2009, covidien was informed of a customer who had an issue with heparin. The attorney alleges the decedent was admitted to the hospita in 2007 for weakness. While hospitalized, she was administered heparin and began to have symptoms consistent with the hypersensitivity type adverse reactions from contaminated heparin reported to and being investigated by the FDA and others. Upon information and belief on at least one occasion, the heparin administered to decedent was a contaminated heparin product. The patient passed away the following month in late 2007.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.